Event description:
It was reported that during a percutaneous rotational atherectomy interventional procedure, a mechanical issue and unintended wire movement occurred. During ablation of an unspecified vessel, a screw from a 1.25 mm rotablator rotalink plus fell out of the brake guide. After the loss of the screw the brake lock no longer worked. The guide wire moved with the burr. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous rotational atherectomy interventional procedure, a mechanical issue and unintended wire movement occurred. During ablation of an unspecified vessel, a screw from a 1.25mm rotablator rotalink plus fell out of the brake guide. After the loss of the screw the brake lock no longer worked. The guide wire moved with the burr. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The plus unit was returned to site snapped together. An unidentifiable screw was also returned separate to the device unit, this was not part of the rotablator plus device & no issue was noted with the advancer knob screw. A visual examination of the complaint plus unit was carried out. No cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the plus unit. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit's handshake connector during the connection of the device. The rotablator plus unit was wire guided using a test guide wire. No issues were noted during the wire guiding of the device. The plus unit was wet tested at 175,000rpm at 35psi and no issues were noted. The brake defeat button was tested and no issue was noted. The burr was microscopically examined. No issues were noted with the annulus of the burr. There were no scratches that exposed any brass on the plated back half of the burr. The burr was within specification. The rotablator plus unit was visually and functionally examined and the device was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).